Event description:
Information was received from a patient's (pt) representative (rep) regarding an implantable neurostimulator (ins). Caller reported that pt's ins is not depleting and has remained at 100% for about the past 17 hours. Caller also commented that last night patient was charging their implant and the controller battery depleted from 80% to 40% in a hurry but also mentioned that they were actively using the controller while the controller was charging the ins. Caller also stated that pt is not getting the same relief while using group c and that group c targets pt's legs. Pt was also present on the call and said that 2 nights ago, their legs were cramping so bad that they thought they were having a stroke. Caller stated that pt lives in a nursing home and pt's nurse massaged their legs to help relieve symptoms. Caller also confirmed that pt has one program on group c and that the intensity was set to 1.0. Caller stated that they have increased the intensity multiple times but it continues to automatically go back to 1.0. Agent attempted to confirm if adaptive stim was enabled but caller was unable to do further troubleshooting because the controller would not bring up another screen after pressing on program 1. Caller confirmed that patient has not had any recent falls or trauma. Caller mentioned that patient uses group c for their legs and they have it on level 3 at night and they don't feel it a lot. Agent had caller connect the controller to the implant and confirmed that the controller is 40% and the implant is 100%. Caller increased the intensity of group c from 1.0 to 2.0 and confirmed that the intensity went back to 1.0 automatically. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field for visibility. Caller also mentioned that pt recently received a replacement recharger. Pt rep called back from number on file and pt was on the line. They repeated details from original call. They said they talked to a manufacturer representative (rep) yesterday but couldn't elaborate on what the rep said during the call. Pt just kept saying that the ins is at 100 percent and is not depleting. They started a charge session and says ins is 100 percent. They then found stimulation was off. They turned it back on, and are on group b. Pt is adamant that stimulation was on, and that it turned itself off. Pt says moved to group c during the call and isn't feeling stimulation and says this is the one they use the most. They only have 1 setting and was at 3.9v. They increased stimulation and started feeling it in their thighs but not their back. Emailed local reps asking them to call the patient rep back. [See 708720496 for recharger replacement].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.